Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. Analysis of the device memory indicated the atrial pacing capture threshold was rising. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant procedure, the patient experienced pre-syncope. The right atrial (ra) lead exhibited decreasing impedances, low <(>&<)> missing p-waves. Loss of capture, oversensing of noise and rising thresholds, suggesting that the ra lead position was not optimal. The right ventricular (rv) lead exhibited decreasing impedances, oversensing and rising threshold, suggesting that the positioning of the rv lead was not optimal either. Reprogramming was carried out and both leads remain in use. No further patient complications have been reported as a result of this event.